Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the procedure, the preparation was completed without problems, and the reported product was started to be used as the first one. When approaching the middle stage of the procedure, when trying to pull the reported product out of the patient¿s cavity (through an optical trocar 5 mm), the base of the heat insulating material was caught and about one to two millimeters of it was damaged and dropped into the cavity. Because it was during the hemostasis operation, the fragment could not be found immediately, and it was found during the last washing. The disengaged part was not able to be removed from the cavity. The physician removed it at final washing and the procedure was continued. However, although washing and aspiration was performed repeatedly, the physician considered that it would not be found. Because it was a small fragment, the physician considered it that it would not cause bad consequence in the cavity, so the procedure was completed without removing the disengaged part. A new product was used, and the procedure was completed.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported conditions were confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the procedure, the preparation was completed without problems, and the reported product was started to be used as the first one. When approaching the middle stage of the procedure, when trying to pull the reported product out from the patient¿s cavity (through an optical trocar 5 mm), the base of the heat insulating material was caught and about one to two millimeters of it was damaged and dropped into the cavity. Because it was during the hemostasis operation, the fragment could not be found immediately, and it was found during the last washing. The disengaged part was not able to be removed from the cavity. The physician planned to remove it at final washing and the procedure was continued. However, although washing and aspiration was performed repeatedly, the physician considered that it would not be found. Because it was a small fragment, the physician judged that it would not cause bad consequence in the cavity, so the procedure was completed without removing the disengaged part. A new product was used, and the procedure was completed.